Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Section d4: device lot number was not provided, and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that water was suspected to have entered the shower bag through its upper cover. The shower bag was replaced.

Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the returned gogear shower bag could not confirm the reported event of fluid ingress. A specific cause for the reported event could not be conclusively determined through this evaluation. It was reported that water was suspected to have entered the shower bag through its upper cover. There was no concern for the contents of the shower bag having been compromised. The shower bag was replaced. The shower bag was returned zipped and in unremarkable condition. The shoulder and waist straps were returned inside the bag. No wear or damage was observed on any of the fabric, seams, zippers, buckles, or straps. No evidence of fluid ingress was observed. The shower bag was mounted in a sink and water was poured onto the bag for an extended period of time. The bag was then inspected and revealed no evidence of fluid ingress. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), and patient handbook, state in the caring for wear and carry accessories sections that wear and carry accessories should be periodically inspected for damage or wear. If an accessory appears damaged or worn, do not use it. Call your hospital contact for a replacement. The IFU explains that although the external components of the heartmate 3 lvas (including the shower bag) are moisture-resistant, they are not waterproof. The IFU warns that the shower bag must dry completely between uses. After showering, the exterior should be wiped with a clean, dry towel and the bag should be allowed to drip dry completely before being used again. The IFU and patient handbook also provide instructions on using and assembling the shower bag. No further information was provided. The manufacturer is closing the file on this event.